Manufacturer narrative:
The gluc3 reagent lot was 69826801 with an expiration date of 31-mar-2024. The field service engineer adjusted the gear pump pressure, verified the sample probe outside rinse adjustment, checked the cuvette volumes, checked the sample probe flow path, replaced the cell rinse nozzle vacuum tubing, and replaced and adjusted the sample probe. Syringe seals, reaction cells, the heat cut filter, and the photometer lamp were replaced. The customer ran calibration and quality controls. All results passed successfully. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the gluc3 (glucose hk) assay on a cobas 8000 cobas c 502 module. The reporter also mentioned failed calibration and low quality control recovery. The customer recalibrated successfully with new calibrators but quality control recovery was still low. Patient sample 1: the sample initially resulted in a gluc3 value of 20 mg/dl and repeated as 6 mg/dl. A second sample collected from the same patient was tested on a different system, resulting in a value of 85. No units of measure provided. This result was deemed correct. A different sample from the patient was also tested with a point-of-care method, resulting in a glucose value of 76. No units of measure provided. Patient sample 2: a second sample collected from the same patient resulted in a gluc3 value of 36 mg/dl and repeated as 116 mg/dl on a different c 502 module. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.